Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for high internal oxygen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board, internal battery and lcd display were replaced to address the issues. In addition of the above evaluation, the 43-micron filter, pollen filter, universal port. Porting block adaptor, enclosure seal, rubber feet, blender gasket kit, ac cord clamp with physical damage required to replace, the software will need upgraded, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator was alarming for high internal oxygen. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.